Event description:
It was reported that the patient fell from the stairs. Oversensing on the right ventricular channel was noted. The lead showed a sudden increase in impedance (>2000 o) and in pacing threshold. The lead was capped.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself, the available data as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Intica neo 5 hf-t df-1 is-1 promri. Upon receipt, the ICD was interrogated, revealing the mos1 battery status, with five charging cycles recorded in the device memory. In a next step a sensing test was performed and the device sensed the simulated heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was simulated and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD was fully functional. No root cause could be found regarding the clinical observation. There was no indication of malfunction of the ICD. Linox td 65/16. The available four x-ray images showed the lead in the implanted state. Interaction with the generator housing or the nearby leads cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.